Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that, during a pump replacement, the healthcare provider (hcp) was unable to aspirate the catheter. The reporter did not know if there had been any reservoir volume discrepancies. The device system had been used to deliver fentanyl and bupivacaine, but was being changed to morphine with the new pump.